Event description:
A customer was using incorrect set points for calibrator and parameters on the au400 because the analyzer was programmed incorrectly. It was because the customer had not received info announcing the reformulation of an existing product (ferritin). Upon receipt of the user update announcing the reformulation of the reagent, the customer realized the error. Falsely elevated results were determined not to be medically significant. No reports of any serious injury. The new calibration set points were provided in the reagent packaging but not in the calibrator. Reagent packaging was labeled to indicate the changes. The associated user update notification was not distributed until august.